Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited electromagnetic interference (emi) noise oversensing on the right ventricular (rv) lead channel which led to 5 seconds of pacing inhibition and asystole. The patient did not recall experiencing any symptoms. No additional adverse patient effects were reported. This system remains in service.